Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d3, d4; g3; g4; h2; h3; h4; h6. Visual examination of the provided pictures identified all the parts are covered in bio-debris. The inside of the taper and stem show discoloration. There is marring on the outer surface of the taper. No determination can be made on the state of cup or head as they are covered in bio-debris. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: overall fit alignment of the implants is appropriate. Normal bone quality. Left total hip arthroplasty without hardware failure or loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # us157856/ m2a-magnum pf cup/ lot # 199700. Part # unknown / unk-magnum m2a head / lot # 458980. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -03378, 0001825034 -2021 -03379.

Event description:
It was reported the patient underwent a left hip procedure on an unknown date. Subsequently, the patient was revised due to pain and elevated chromium ions. Attempts have been made and additional information on the reported event is unavailable at this time.